Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip was opened, closed, and locked onto tissue; however, the clip was difficult to release from the catheter. Reportedly, the pop stage of deployment was not heard. Eventually, after manipulation of the device, the clip released successfully onto tissue. The procedure was completed at this time. There were no patient complications reported as a result of this event.